Event description:
The manufacturer received a voluntary medwatch (mw5104593) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop recurrent sinus infections. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam and became degraded and caused the patient to develop recurrent sinus infections. The patient was prescribed medication in response to the reported event. Patient passed away from heart attack. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed.